Event description:
It was reported that the patient had imaging done which confirmed a poor lead placement. The patient underwent a lead repositioning procedure and was doing well postoperatively. The device remains implanted.